Event description:
It was reported to lifecell, as follows: - on (B)(6) 2010, a surgical oncologist placed the device in a bridging position without fascial closure during a completion pancreatectomy - on (B)(6) 2010, the patient had post-operative complications requiring surgical intervention. It was found that there was a suture pull through between the device and fascia. - on (B)(6) 2010, the patient developed a hernia with bowel obstruction requiring the patient to undergo surgical intervention where the device was found to be torn. The device was explanted. The patient was repaired and has recovered.

Manufacturer narrative:
Method of evaluation (to be specified): - review of the device history record. - review of the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from this lot. - review of the device history record revealed no deviations associated with the nature of this complaint. - to date, (B)(4) devices that were reported as implanted, with no similar complaints reported to lifecell against this lot. Based on information reported, the event was evaluated as a malfunction (suture pull through/tearing).